Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound. The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however the issue did not resolve. Device testing revealed results within normal limits. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. This device has been deemed a failure in situ. A review of the device history record was performed, and no anomalies were noted. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.